Event description:
Difficulty was encountered during a diagnostic 'abdominal run-off' imaging procedure. Upon loading the imager catheter onto the guidewire, a plastic-like foreign material was forced out of the back of the catheter lumen. The catheter was removed prior to contact with the pt. A new imaging catheter was used and the procedure was successfully completed.